Event description:
It was reported that the patient experiencing muscle stimulation presented in clinic for follow up. The pulse generator exhibited backup vvi mode. The patient reported having a surgery prior to feeling the muscle stimulation. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.